Manufacturer narrative:
Follow-up # 1 (06/11/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 05/30/2013 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 10am. The patient obtained a blood glucose result of "214 mg/dl" with the subject meter. The patient manages his diabetes with insulin (4x daily). Based on the alleged result, the patient administered self adrapid insulin (35 units). About 30 minutes after, the patient claimed he felt low blood glucose symptoms of "lost perception" and sweating. The patient's wife gave him "something to eat" as treatment and he reportedly felt better after. The patient retested his blood glucose. The patient obtained results of "405 mg/dl" with the subject meter and "305 mg/dl" with another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.